Event description:
The sales representative reported that the user facility used a tourniquet where one of the ports of the tourniquet was not securely attached, resulting in a loss of pressure. There were no adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The sales representative reported that the user facility used a tourniquet where one of the ports of the tourniquet was not securely attached, resulting in a loss of pressure. There were no adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.